Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The ultra delivery system was returned after being used in the procedure, inserted through the full loader assembly. The delivery system flex shaft was bent due to return packaging.  Imagery provided by the site was reviewed and the following was observed: in the video of the device post-procedure, a leak can be seen in the inflation balloon towards the proximal end; inflation balloon was not fully expanded before deflating; annular calcification can be seen, around the location of the leak in the balloon observed in the provided photograph above; the thv was partially expanded after balloon leakage. Visual and functional inspection was performed and the following was observed: there was no gross abnormalities; the balloon was inflated, and a leak was observed at the proximal end of the inflation balloon working length; under magnified visual inspection, a pinhole in the balloon was observed in that location.  Dimensional testing was performed and the double wall thickness was found to be within specification.  During manufacturing of the delivery system, the device and its components are tested and inspected multiple times of the following: the balloons were 100% dimensionally and visually inspected for any abnormalities; the delivery systems were 100 % visually inspected by both manufacturing and quality. These inspections during the manufacturing process support that proper inspections of the devices are in place to detect issues related to the complaint events. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.   A lot history review was performed and revealed other similar complaints relating to balloon leakage which were confirmed, however, no manufacturing non-conformances were identified.  A review of the complaint history from march 2018 to february 2019 for edwards ultra delivery system (for all models and sizes) revealed other returned similar complaints which were confirmed, however, no manufacturing non-conformances were observed. A review of complaint data revealed that the complaint rate did not exceed the monthly trigger for action. The complaint for balloon leakage was confirmed. However, dimensional testing of the device met specification, making it unlikely that a manufacturing non-conformance contributed to the complaint. A review of lot history, manufacturing mitigations, complaint history, and the DHR did not provide any indication that a manufacturing nonconformance contributed to the event. A review of IFU/training materials revealed no deficiencies.  During visual inspection of the device, a pinhole was found on the proximal end of the balloon working length. As no issues were encountered during delivery system visual inspection and de-airing by the complaint site, it is likely that the damage was not present out-of-box. It is possible that the balloon leakage can be attributed to patient factors. As noted in the imagery review, the location of the annular calcification relative to the inflation balloon when the balloon was being inflated was close to the location of the observed pinhole (at the proximal end of the balloon working length). It is likely that the pinhole was introduced during balloon inflation, through interaction with the annular calcification. As such, it is likely that patient factors (annular calcification) contributed to the balloon leakage. Since no product non-conformances or labeling/IFU deficiencies were identified and the occurrence rate did not exceed the complaint control limits, a product risk assessment (pra) escalation, and corrective/preventive actions are not required at this time. However, a pra was previously initiated per management discretion to investigate the balloon burst issue and its associated risks, and further investigation is being performed on the ultra balloon lots.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), at the implant of a 23 mm sapein 3 ultra valve by transfemoral approach, upon deployment, the valve did not fully expand and a balloon burst was noted. The valve was successfully post dilated. The ultra balloon was inspected and a small hole at the distal end was noted. The patient is doing well.